Manufacturer narrative:
The pt's internal device was repositioned on (B)(6) 2015. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the pts' device has been activated. The pt's device remains implanted. This is the final report.

Event description:
The patient's device has reportedly migrated and the patient is experiencing pain. Repositioning surgery will be scheduled.